Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced blood glucose of 47 mg/dl one morning and by the afternoon, her blood glucose was 460 mg/dl. Customer stated she experienced nausea. Troubleshooting was performed. The drive support cap appeared normal. Insulin exited the tubing during a manual prime and no leaks or air bubbles were found. Customer was advised to change the entire site, reservoir and insulin. Customer did not wish to remove the set to examine the cannula. The high pressure test was performed and passed. Customer also stated she had gastroparesis. She further stated she experienced a low blood glucose of 40 mg/dl, which she treated with food. Nothing further reported.